Event description:
The following has been reported: during start up, the pump makes abnormal noises. The pump then goes into a "service needed" error state. A preliminary review of the logs could not be performed. The device was returned for evaluation. When the unit arrived for evaluation, new log files were pulled and reviewed. The new log files indicated the air compressor had failed. During initial evaluation, the pump displayed a major pump problem alarm after excessive pneumatic recharge attempts. The pump was reverted to manufacturing mode and underwent pneumatic recharge testing, which it failed consistent with a failed air compressor. It was also found the lever boot retaining plate was cracked. Reporting as a conservative measure for the air compressor failure. No adverse effects were reported.